Manufacturer narrative:
The insulin pump was received with no button error alarm. The device had no button response due to corroded keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and no moisture damage on the electronics or motor assemblies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 417 mg/dl. Troubleshooting for the button error alarm was performed. Customer advised the shower water may have had some effect on the insulin pump. Customer could not recall any significant events leading to the button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.